Event description:
Additional information received via loqi database indicating the patient to have endured ventricular tachycardia, prompting intervention via an amino-drip: "patient had v tach after impella placement and started on amio drip. Transitioned to p.o. Amio. Heart tx on (B)(6) 2023."

Manufacturer narrative:
New information added to b(5), per notification from loqi database. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into hemolysis, access site bleeding, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report. D2 common device name d4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact facility name g1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
A 40 year old male patient presented with cardiomyopathy for hemodynamic support via the impella 5.5 device. A notification was received via abiomed's long-term outcome and quality indicator impella registry indicating a "possible" relationship to both hemolysis and impella access site hematoma. The patient received unspecified intervention for the alleged hemolysis and an evacuation was performed in response to the access site hematoma.

Manufacturer narrative:
The impella device was not received by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
New information added to b(5), per notification from loqi database. Upon investigation closure, a supplemental MDR will be filed. B(3): correct event date has been corrected to (B)(6) 2023.

Event description:
Additional information received via loqi database indicating the patient to have endured acute kidney injury during support: "patient had shown aki on (B)(6) 2023 labs. Baseline cr is 1.3. Patient had heart transplant on (B)(6) 2023. Aki continued and resolved upon discharge (B)(6) 2024."